Manufacturer narrative:
A partial lead with the distal tip measuring 53.3cm was returned for analysis. Internal insulation abrasion was noted at 9.3-10.4cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 8.2-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor etfe coating was abraded and rv conductor was separated/broken at this location. This is consistent with the observation from the field of noise and lead damage. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported review of the patient's remote care transmissions revealed several non-sustained vt and noise episodes due to oversensing close to the r wave. X-rays identified no anomalies. In turn, surgical intervention was undertaken to explant and replace the lead. No patient symptoms were reported.